Event description:
It was reported that a patient underwent an ovarian resection on (B)(6) 2011 and suture was used. During the procedure, the needle broke where the surgeon was holding the needle during suturing. The broke piece was retrieved by forceps. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure. A reshape ductility test was performed on the broken sample and the sample did not pass the requirements.